Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the reason for the call was the patient reported that they were at the doctor's office 2 weeks ago to have the ins battery checked, but they encountered the por screen, which they were able to clear when they got home, but it appeared again last night. The patient stated that it was kicking constantly (agent understood this as the stimulation sensation), and that the ins was not working right, and they were getting constant vibration. Agent emailed the rep in the area. Agent documented reported event. The rep indicated that they would reach out to the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.